Event description:
It was reported that there was possible premature battery depletion and unacceptable left ventricular thresholds. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned. Battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned. Analysis of the device is in process; the results will be forwarded when available.